Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
During verification testing at the manufacturing facility, the device did not sound an audible alarm tone during an audible alarm condition.